Event description:
Information was received that a smiths medical endotracheal tube was nasotracheally inserted into the patient. It was noted the tube came out of the patient, and it was then inserted once again. Following that, the cuff's air pressure fell to 10 to 20 mmhg, and it was then raised 10mmhg. When it was noted the cuff's air pressure had fallen to 0 mmhg. Upon removal, it was noted the device had a pinhole in it. A new tube was then intubated into the patient.